Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was implanted with a bifurcated stent and a suprarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1a endoleak and possible another endoleak / damaged (indeterminate origin) as the patient was involved in a motor vehicle accident. The patient is currently being monitored and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 1a endoleak and the reported "possible another endoleak / damaged (indeterminate origin)" was confirmed to be a type 3b endoleak. A separate MDR will be filed for the type 3b endoleak. The most likely cause of this event is undetermined as there were several contributing factor; motor vehicle accident, severe calcifications in the aortic neck and body, angulated neck and neck length was short (off- label). Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: the clinical assessment determined that the reported possible another endoleak / damaged (indeterminate origin) was confirmed to be a type 3b endoleak. A separate MDR will be filed for this type 3b endoleak. This MDR will be for the type 1a endoleak only.